Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to experiencing a high blood glucose (bg) level of 800 mg/dl. The cause was found to be due to a cracked touch screen issue that made the pump display unreadable. There were no issues found with the cartridge, infusion set, or insulin being used at the time of event. At hospital, the customer was treated with intravenous saline and insulin. Reportedly the customer was released from the hospital on april 6, 2023 with the issue resolved and no permanent damage. The customer has reverted to manual insulin injections and the pump is being replaced to address the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, no failure was identified for the high bg allegation. A failure was identified for the touchscreen cracked event.